Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 6.00mm/2.0cm/135cm peripheral cutting balloon was selected for use. During the procedure, at fifth inflation, it was noted that the balloon ruptured at 10atm or lower. The device was removed using normal method. The procedure was completed with another of same device. No complications were reported and patient was good post procedure.